Event description:
As reported: I would like to report that I have the impression that some batches of the sutures in question may differ from the standard. We continue to receive 200072 sutures that get stuck in the metal guides, and it is no longer possible to separate them. They are 2.4 mm metallic steinmann wires, not sutures. Based on agent experience, he reports a possible slightly increased dimension of the pins, which may get stuck in the cutting guide holes. The lot code is not available; it is not printed on the product and cannot be retrieved. The item has approximately been in service, used, and reprocessed (sterilized) as follows: pins are single-use; cutting guides approx. 50 procedures. The procedure was completed successfully.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.